Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was the patient was implanted around the first of this month and they were told when they got the equipment it would take about half an hour to recharge, but on sunday it took the patient 3.5 hours to charge their implant. The patient was frustrated because they could not get the recharger to go to excellent and it took forever for it to find its spot. Patient said the device was more of a pain than it was helping them. Patient stated they did not want to go through troubleshooting because they were going on trip. Agent reviewed recharging expectations with the patient. Patient will monitor the issue and call back if needed.